Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) analyzed the system and confirmed that the system does not load the software during the start-up. The issue is problem was on the xtravision. The issue was resolved by after a few restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system does not load the software during the start-up. The device was in clinical use. Philips has started an investigation of the complaint.